Event description:
It was reported that during a ptca/stent procedure, the catheter could not be loaded onto a guide wire because the tip was reported to dinged up. The device was not used in the pt. This is being filed based on the product eval.